Event description:
It was reported that the patient experienced recurring low glucose readings at 60 mg/dl after announcing meals while using the ilet bionic pancreas, believed she was receiving excess insulin, and began announcing ¿less than¿ meals at dinner to avoid going low; education was provided that under-announcing affects the algorithm, and the patient used oral glucose to treat lows. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included no clinical signs, symptoms, or conditions and no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the issue related to the user interface and an improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.